Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the air/water (a/w) cylinder, a/w tube and jet tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. However, it was determined the most probable cause of the foreign objects in the air/water cylinder, air/water tube, and jet tube is failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.